Event description:
No new information.

Manufacturer narrative:
This issue was resolved for the customer by recommending the nurse to check for kinks or ripples in the blanket. The nurse did not call back with any additional device issues after receiving the recommendation.

Event description:
It was reported that the patient was repositioned prone. One hose does not have a green circle correlation. One hose is not same temperature as the other 2 hoses. The rn can't see all of blanket under the patient. The rn was advised to look for kink/ripple in blanket. The target temperature is 36 and patient temperature is 36.2.